Manufacturer narrative:
Related device discarded.

Event description:
It was reported that three weeks after a septo turb procedure with cryotherapy the patient experienced epistaxis. The doctor took the patient into surgery and cauterized the bleed. The doctor reported the sphenopalatine artery area was pulsing. No additional epistaxis has occurred and no permanent damage was reported.